Event description:
Report received from (B)(6) stating that the device was rotating while the locking mechanism was at the "safe" position. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes. The investigation is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).